Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), vaginal discharge ("bladder/urinary problems vaginal discharge"), fatigue ("other injuries/symptoms - fatigue") and migraine ("other injuries/symptoms: migraine") and was found to have weight increased ("other injuries/symptoms: weight gain") and weight decreased ("other injuries/symptoms -weight loss"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain, allergy to metals, vaginal discharge, fatigue, migraine, weight increased and weight decreased outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, back pain, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for: dyspareunia (painful sexual intercourse), pelvic/abdominal, back pain, menorrhagia (heavy menstrual bleeding), allergy nickel. Essure removal recommended by treating physician. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test: results not provided. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Event injury was updated and new events: dyspareunia (painful sexual intercourse), pelvic/abdominal, back pain, menorrhagia (heavy menstrual bleeding), allergy nickel, bladder/urinary problems vaginal discharge, other injuries/symptoms fatigue, migraines, weight gain, weight loss were added. Case becomes valid. Plaintiffs information, medical history and lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.